Event description:
Related manufacturer reference number:2017865-2022-01663, related manufacturer reference number:2017865-2022-01665, related manufacturer reference number:2017865-2022-01666. It was reported that the pacemaker dependent patient presented with pocket erosion. It was noted that the device and leads were visible through the eroded pocket. The device and leads were extracted, and a lead was placed for pacing support. The patient was in recovering condition.

Event description:
It was reported that the pacemaker dependent patient presented with pocket infection. It was noted that the device and leads were visible through the eroded pocket. The device and leads were extracted, and a lead was placed for pacing support. The patient was in recovering condition.